Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing of functional end-to-end anastomosis in laparoscopic colectomy, the surgeon fired the device, and additionally, the surgeon additionally sutured the tissue, however, after the surgery ,leakage was noted and re-surgery was performed. The cartridge was discarded by the customer at the hospital. Currently, patient status is unknown.